Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
Patient presented to dr's office complaining of knee pain post surgery press fit tibia (B)(6) 2013. Scheduled for revision surgery of tibia. Case went well. Converted to standard cemented component.

Manufacturer narrative:
An event regarding pain involving a triathlon baseplate was reported. The event was not confirmed. Device evaluation not performed as no items associated with the event were returned. Medical evaluation not performed as no medical records were provided. Device history review. The device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review. There have been no other similar events for the lot referenced. The exact cause of the event could not be determined as insufficient information was provided.

Event description:
Patient presented to dr's office complaining of knee pain post surgery press fit tibia (B)(6) 2013. Scheduled for revision surgery of tibia. Case went well. Converted to standard cemented component.